Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. Additionally, it was reported that a cartridge change error occurred. The customer changed the cartridge to resolve the issue. The customer's blood glucose (bg) level was 600 mg/dl. Customer administered a manual injection to address bg, and ultimately reverted to an alternate method of insulin delivery.